Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The left drive tire rolled off last summer per caller when he was driving. The wheel came off and rolled all the way to the stop sign. He is a quad and someone had to pick him up and sit him on the curb until they got the wheel back on. He states that he then drove the chair home. He alleges that someone from numotion came out and stated to him that his wheel could fall off again and to be careful. He states that they haven't been out to fix his chair and that was about a month ago.